Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved tip scissors (mcs) tip cover accessory, but failure analysis has not yet been completed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, monopolar curved tip scissors (mcs) tip cover accessory had a scratch on pulley cover. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi field service engineer (fse) and obtained the following additional information: the part of the instrument broken was the clear area. The instrument was inspected prior to use and no damage or anything out of the ordinary was observed. No fragment fell into the patient and the surgeon does not know what cause the damage. It is unknown how long was the accessory was in use prior to the issue. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. No, fragment(s) fell inside the patient during an instrument tip / accessory collision. It is unknown if the instrument was removed during the procedure (prior to the breakage). It is unknown if the surgical staff felt any resistance upon removal of the instrument through the cannula. Upon final removal of the instrument, there was no issue. The wrist was straightened. It is unknown if the surgical staff feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula after the event occurred. The surgical staff did not notice any other damage to the instrument after the event occurred. The procedure was completed robotically. They exchanged tip cover. There was no injury to the patient. The follow-up information was gathered from isi clinical sales representative (csr): the instrument was removed during the procedure (prior to the breakage). The surgical staff did not feel any resistance upon removal of the instrument through the cannula.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The monopolar curved tip scissors (mcs) tip cover accessory has been returned and evaluated by the failure analysis (fa) team. The reported complaint was confirmed by fa. The tip cover was found to have tearing at the mouth where the scissor tips exit. The tear was axially aligned with the tip cover and measures from 0.109¿ in length. There are no signs of thermal damage present at the end of the tear.